Event description:
This device was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016 due to lead failure. The physician was dr. (B)(6) at (B)(6) center at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).